Manufacturer narrative:
The device was returned and the evaluation found due to clogging of j-tube in control unit, water cannot be supplied. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material clogged auxiliary water channel could not be determined since whether there was deviation from instructions for use on reprocessing steps for the auxiliary water channel is unknown, and no physical damage was confirmed at the auxiliary water channel. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.